Event description:
It was reported the subject device had emergency lamp indicator, spare lamp was not working, e type error spare lamp error /error code e207. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement..

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the emergency lamp a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was due to a failure of the emergency lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.